Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.